Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, at first firing on greater curvature, green button was pressed but handle could not be squeezed. Two reloads were unable to fire. The first few pins popped out. Another device was used to resolve the issue in order to complete the case. There was no patient injury.